Manufacturer narrative:
Smith & nephew received the above named product reported as a field complaint for adhesion. No sample, lot and/or photos were provided for evaluation. A device history record review investigation is not possible with the limited information provided. The complaint indicates a dressing with a partial leak on one edge and there was no leak alarm. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak for more than 3 minutes. There is no detail within the complaint for how long the dressing was partially lifted on one edge. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing greater than 3.5 l/min. It is possible that with thickened exudate in the tubing caused an occlusion and therefore, the air flow will not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Low adhesion: wound, ostomy, and continence nurse noticed that dressing had a partial lift on one edge and there was no leak alarm. According to nurse, the dressing appeared to have a leak as dressing was not completely compressed.